Event description:
While trying to activate the safety device, the safety device was broken and did not activate. They have also had the safety mechanism not slide after attempting to activate. They have had a couple of needlesticks with the product.